Event description:
It was reported that the customer was experiencing high blood glucose levels. The customer's blood glucose was 517 mg/dl. Troubleshooting was done. The customer expressed vomiting, nausea, cramps and high ketones as symptoms of her high blood glucose. The customer treated herself with insulin pump therapy. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. The insulin pump passed the high pressure test. Advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The infusion set's cannula was not bent or occluded. Upon checking the alarm history of the insulin pump, the customer confirmed that she had received the no delivery alarm. Troubleshooting was not done because the alarm had already been resolved a complete set changed. Advised to call back if the alarm recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.